Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer analyzer failed incoming functional tests and the analyzer was scrapped with the customers approval. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer which was returned for preventative maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.